Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant during a routine post-operative check, diaphragmatic stimulation was noted in some vectors. In the course of attempting to change pacing vectors, the patient began taking large, abnormally deep breaths and the left ventricular (lv) lead threshold values became abnormal. By the end of the testing, lead dislodgement had occurred and was confirmed by chest x-ray. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.